Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. A manufacturing batch record review and a non-conformance review of the reported batch number was conducted. No deviations were identified and all corresponding production release specifications defined in the medical device file were met. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. ¿ if ovd has not been allowed to come to operating room temperature over a 20 minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the manufacturing batch record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, plunger override over the lens due to this, scratches seen on lens surface. The procedure was completed on same day. Additional information has been requested.